Event description:
A customer reported that a cartridge was not fitting properly in the pump due to difficulty with the guide tracks, preventing it from snapping into place fully. However, this did not cause the customer's blood glucose level to exceed 500 mg/dl, with the reported cgm reading at 357 mg/dl and a bg meter reading at 257 mg/dl. The customer resolved the issue by successfully loading a new cartridge and resumed insulin delivery before contacting technical support. No further action was required, and the case was closed.